Event description:
During an in-clinic follow up, episodes of myopotential oversensing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.